Event description:
It was reported that this pacemaker reverted to safety mode. Technical services (ts) reviewed the non-programmable device settings with the physician and recommended device replacement. This device remains in service. No adverse patient effects were reported.